Event description:
When user disposed of needle/syringe in the container, it didn't fit well so user closed the lid with force and needle poked through the container. Different user received needle stick injury.

Manufacturer narrative:
Sharps collectors are puncture resistant. They are not, however puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.